Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of over 700 mg/dl with life threatening high ketones; cause was unknown. Prior to going to the ER the customer delivered a bolus in attempt to resolve the reported issue. While hospitalized the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. The customer declined further troubleshooting with tandem technical support.